Event description:
The nurse from (B)(6) hospital reported that customer was in the intensive care unit due to diabetic ketoacidosis. Customer stated, she needed assistance to retrieve the basal rates. The customer was assisted to retrieve the information. Customer declined to give any information regarding the hospitalization. The customer was asked patient to call back when possible to give hospital stay information. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.